Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom delayed keypad response. Delayed keypad response was confirmed and reproduced when programming an infusion. This condition was found to be caused by a failed processor printed circuit board.

Event description:
During baxter's evaluation of a spectrum pump the device had a delayed keypad response. There was no patient involvement.